Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed by curonix support with limited information. Potential causes of MRI induced stimulation are product does not meet MRI requirements and interference with a non-curonix device. The MRI was performed on (B)(6) 2023, while the patient was completing the pns trial, which is noncompliant to the IFU. Per freedom peripheral nerve stimulator implantation of trial lead instructions for use (05-20100 rev. 4), magnetic resonance imaging (MRI) - the trial leads fr4a/fr8a are mr unsafe. Since the trial leads fr4a/fr8a are mr unsafe, the strong magnetic field of the mr system could attract or otherwise damage the device, and in the process cause serious harm to the patient or other people or damage to the mr system. The stimulator is used to treat pain. The cause of the reported issue is due to the product not meeting MRI requirements as pns trial devices are not MRI safe (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, CAPA is not required. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient reported they felt a current/shock sensation during an MRI. The MRI was stopped immediately. The device is working fine since the incident.